Manufacturer narrative:
A service report completed and dated 08/30/2016 indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact sigma operating manual. The customer stated the patient was a (B)(6) year old male who was hospitalized after the lithotripsy procedure for an internal hematoma. The patient was treated and discharged from the hospital. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. This event occured in lebanon. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient hematoma reported.